Event description:
A report was received that a recently implanted patient's ipg incision site was open. The patient underwent a revision procedure wherein the ipg was replaced and pocket was relocated. No device malfunction suspected. The patient was doing well postoperatively.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.